Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of high on the meter and when retested their bg was 496mg/dl with polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the cartridge was not being used per IFU. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not using the cartridge per its instructions for use).